Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having issues with their site. The customer's blood glucose was 580 mg/dl at the time of the incident and have treated. Customer declined troubleshooting for high blood glucose readings and infusion set issues. The insulin pump will not be returned for analysis.